Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event, exact date was not provided by hospital. The device was returned for investigation. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that puncture closure of an unspecified vessel was attempted using a proglide device after an unspecified procedure. Reportedly, after step #2 (pushing plunger), the device did not work. A second proglide was used during this procedure and an unknown device failure occurred. Another proglide device was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: returned device to manufacturer. Evaluation summary: only the plunger was returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.